Manufacturer narrative:
Follow-up #1: date of submission 10/17/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/04/2013 with the following findings: the black box review shows several ¿no cartridge detected¿ warning on the reported event date. The pump powers ¿on¿ and displays ¿verify¿ screen. The display is faded and discolored. The pump¿s cover was removed and a test display screen was mounted, the pump was able to power up with a fully illuminated and colored display. The pump performed ¿rewind¿ step correctly but the piston was unable to detect the cartridge upon the first ¿load¿ attempt. ¿load step malfunction¿ was duplicated. The pump was disassembled. Moisture corrosion was found to the force sensor plate. The force sensor resistance measurement is above specifications.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.